Event description:
Patient experiencing burning sensation most of the time, pain when he sits for a long time. Possible recurrence as well.

Manufacturer narrative:
There has been no product returned for evaluation. Therefore, no conclusion can be drawn.